Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample was not returned for evaluation. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. CAPA (B)(4) was opened for this device.

Event description:
It was reported that 23 g x .75 in. Bd vacutainer® push button blood collection set with 7 in. Tubing and luer adapter had cracked tubing causing blood leakage. No mucous membrane exposure. No serious injury, no medical intervention.